Event description:
A pt was being monitored (for 02 saturation) on a corometrics model 556 using a datex-ohmeda oxylead interconnect cable with an oxytip+ reposable sensor. The pt had been in the nursery for more than a week due to low birth weight. O2 sat [saturation] site was changed every three hours by nursing staff. During one of these changes it was noted that the pt had received minor burns (1st degree) on 4 spots around the top and sides of their foot.